Event description:
Allegedly the anchor broke upon insertion.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of our files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.